Manufacturer narrative:
1. DHR/bhr review (lot#4145137): 1)the products of this batch were assembled at intima ii auto line 2 in jun 2024 and packaged at r240 & cfs package line in jun 2024. Work order quantity was (B)(4) pcs. 2)the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3)the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications. 4)no unqualified, deviation or rework activities in the production process. 5)the septum assembly equipment without abnormal maintenance. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 800mm simulated clinical leakage test, the test is passed, no leakage is found at the septum. 4. Possible causes: 1)after the needle is pierced into the vein, there is blood at the notch of the needle. In the process of needle removal, although the perforation of the septum is closed, the blood drops in the notch will be brought out with the notch. If there is a lot of inertia in the needle removal process, blood drops will be thrown out. 2)if the patient's arm is tied tight during the puncture, it will cause great pressure in the vein, and blood will come out with the needle when the needle is pulled out, but the subsequent blood leakage will not be sustained. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample has been received, relevant tests cannot be performed, so the root cause of leakage cannot be determined. The plant will continue to monitor such defects.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#4145137): 1) the products of this batch were assembled at intima ii auto line 2 in jun 2024 and packaged at r240 & cfs package line in jun 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, the test result is within the product specifications. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and monitor such defects.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked at catheter junction when a nurse used a cannula to puncture a child's vein, blood leaked from the end of the cannula. The cannula was immediately replaced, and the puncture was repeated, causing secondary injury to the child.